Event description:
It has been reported to company that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient saphenous vein graft to right coronary artery and inflated to 6mm and it was noticed on the angiogram that the occlusion balloon was not holding pressure. The physician continued the case without protection. The patient is reported to be fine.